Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ fx top, a patient result was associated with an incorrect patient. There was no report of adverse patient impact.